Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a test of the power cord's condition. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.